Manufacturer narrative:
The meter and strips have been requested for return. However, the product was discarded and was not available to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of a questionable high result from the coaguchek xs meter. The serial number was requested but was not provided. The initial result was 6.1 inr. The patient was given vitamin k based on this result. There was no allegation that the patient was harmed by the treatment. The result from the patient 10 minutes later using a different meter was 2.3 inr. The patient's therapeutic range and testing frequency were requested but were not provided.